Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the dose was not available for removal at the station, even though it was within the allowed removal window. The technical support specialist (tss) reviewed the order structure and identified issues related to rxc segments, unit mismatches, and formulary settings. The tss verified the medication strength, unit of measure, and ensured "split allowed" was enabled for fractional doses. Additionally, the tss checked that no combo items were assigned in multicomponent orders. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server had a dose that was unavailable to be dispensed. The customer reported that the dose was not available to be removed at the station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.